Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) involved with this complaint. An investigation was completed to determine the cause of the reported issue. The vse was analyzed and found the instrument passed the recognition and engagement tests. The vse instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. The energy was delivered without any issues and passed the cut test. This complaint is considered a reportable event due to the following conclusion: the vessel sealer instrument reportedly had a unclamping issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted general surgery surgical procedure, the customer had unclamping issues with the vessel sealer extend instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter who communicated that no further details were available.

Manufacturer narrative:
Additional information revealed that the customer did not have an unclamping issue with this vessel sealer extend instrument. This instrument was returned with another instrument, but with no reported issue. The vessel sealer extend instrument was returned with a single life remaining, suggesting that instrument not installed and/or recognized successfully on a system and therefore the instrument was not used on a patient.

Event description:
Refer to h10/h11 for follow-up information.